Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. Device had missing reservoir tube o-ring, broken battery tube threads.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir keeps falling out. The customer's blood glucose was 105 mg/dl. Customer reports damage to the insulin pump. The customer also stated that they are on steroids so the blood glucose levels are higher than usual. The customer also reported that there was crack on the bottom of the viewing window. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.